Manufacturer narrative:
The insulin pump seats immediately during the displacement test due to the corroded motor home switch. The pump passed the self test, sleep current measurement and active current measurements. Unable to perform the displacement test, rewind, prime or seating, basic occlusion, force sensor and occlusion test or verify rewind anomaly due to prime or seating anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed failed displacement test and unable to rewind. Customer blood glucose reading was 102 mg/dl. Customer declined further troubleshooting. Insulin pump will be returning for analysis.